Event description:
Reporter indicated a vns handheld computer would no longer hold a charge. The handheld computer is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.